Event description:
As reported by dr: "questions in reference to your product - bard composix kugel mesh medium oval - dear sir or madam, with one of our pts, a possible coherency between your product and the occurrence of an eczema has been observed. We request you inform us of the ingredients in the product."